Manufacturer narrative:
Other text: h2: additional information: see a1, b5 and h6(patient code). H3: one cadd legacy plus pump was received for evaluation. The event history log was unavailable. A visual inspection and functional check were conducted. The reported issue was unable to be duplicated. The pump was found to be displaying "1260 error code and goes into 1261 error code" alarm message without power up when batteries were inserted. Therefore, the pump's event history logs were unable to be downloaded. The pump was returned missing both back labels and some screws. A microprocessor unit board with motor will be replaced as a preventative measure. This issue was customer induced as a result of the customer's non-performance of required periodic preventative measure activities and the customer's general neglect.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error code 1870. There was no reported adverse event.